Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called with erratic readings taken within 10 minutes of each other: 32.6mmol/l, 18.8mmol/l, 8.9mmol/l, 18.1mmol/l, 9.7mmol/l and 13.4mmol/l. No adverse event was reported. A request was made for the return of the meter and strips.